Manufacturer narrative:
Country of origin is (B)(6). Product labeling for the assay states the concentration of the diluted sample must be > 100 miu/ml. The field service representative performed checks and adjustments of the pipettes and ran performance testing which was acceptable. The field application specialist performed a repeatability test which was acceptable. Calibration and qc tests were acceptable. There was no indication of a reagent or instrument issue. It was noted that the clotting time was too short, the centrifuge time was too long and the speed was too high. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results from the cobas e 411 immunoassay analyzer. The initial result was 14.77 mui/ml with data a data flag, the second result was 33.99 mui/ml with a 1:100 dilution and a data flag. On (B)(6) 2019 the third, fourth, and fifth results were <0.100 mui/ml all with data flags. The questionable results were reported outside the laboratory. The reagent lot number was 414421 with an expiration date of 31-oct-2020.